Event description:
The 9900 system failed to boot-up twice before the case. There was no adverse pt involvement.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found defect in the interconnect cable. The cable was replaced. The system was tested and found to be working as intended and placed back into service.